Manufacturer narrative:
Follow-up #1: date of submission 03/20/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation did not find any damages to the battery compartment. The pump powered up and functioned properly. The investigation was unable to duplicate the reported casing issue.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. Reportedly, a crack was found at the bottom of the pump casing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.